Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the "down" arrow button is unresponsive. There is no additional information available at this time. This report is being made based on the alleged keypad malfunction.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. The contrast and down arrow keypad buttons were intermittently unresponsive and the up arrow and ok keys responded appropriately. Evaluation revealed contamination under the contrast and down arrow keypad buttons.